Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a ventricular fibrillation (vf) episode that was required three appropriate shocks to convert the arrhythmia. It was elaborated by the field representative that the first two delivered shocks were ineffective and the patient required resuscitation. The third shock finally terminated the vf episode. Upon event data review, it was confirmed that the shock impedance measurements were normal. Boston scientific technical services (ts) was contacted for a data and x-ray imaging assessment, and it was concluded that the positioning of both the s-ICD device and electrode were suboptimal. The physician elected to surgically reposition the s-ICD device and explant the electrode. A new electrode was subsequently implanted to resolve the event. Standard post-implant defibrillation threshold testing (dft) was performed with a successful arrythmia induction and conversion. At this time, the s-ICD device remains implanted and in-service. It was confirmed that the explanted electrode would be retained and would not be returned for analysis. The patient was stable with no additional adverse effects.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a ventricular fibrillation (vf) episode that was required three appropriate shocks to convert the arrhythmia. The first two shocks were ineffective and upon review, it was confirmed that the shock impedance measurements were normal. Boston scientific technical services (ts) was contacted for data and x-ray imaging review, and it was concluded that the positioning of both the s-ICD device and electrode were suboptimal. It was stated that a surgical revision procedure was anticipated to resolve the event, but this has not yet occurred. At this time, the s-ICD remains implanted and in-service. The patient was stable.